Event description:
Seventeen minutes into the case while cooling the patient, the pump loop ruptured longitudinally along the length of the tubing. Bypass was interrupted and the pump loop changed out with no further incident. Cardioplegia was given with a circulatory arrest to complete the ventricular septal defect procedure. The patient conditions at circulatory arrest were 22 deg nasopherengeal and 29 deg rectal. There was blood lost but the amount was not determined; the perfusionist indicated the amount lost was not significant and did not require additional blood. The perfusionist reported that no air was sent to the patient. No further intervention was required to complete the case. A mild myocardial infarction was comfirmed on the patient, but it could not be determined that the tubing rupture contributed to this condition. The patient was discharged in good condition.